Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the patient encountered repeated loss of prime alerts after starting on a new replacement pump due to previous loss of prime issues. Patient stated that cartridge was cycled before filling, cap is secured and has changed cartridge every couple of days. Patient denied temperature changes, dropping the pump, reusing cartridges, or getting tubing hooked and pulled. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.